Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. During lap chole, surgeon fired the ca500 once. Next time he went to use it, it would not release a clip and was unable to be used. A new clip applier was opened and case continued. No harm to patient. FDA medwatch completed. Mw5080492 received via mail on (B)(6): during laparoscopic cholecystectomy, surgeon fired the applied medical epix universal clip applier once. Next time he went to use it, it would not release a clip and was unable to be used. A new clip applier was opened and case continued. No harm to the pt. MFR of equipment notified with equipment to be returned to company. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # 5080492.

Event description:
Procedure performed: lap chole. During lap chole, surgeon fired the ca500 once. Next time he went to use it, it would not release a clip and was unable to be used. A new clip applier was opened and case continued. No harm to patient. FDA medwatch completed. Mw5080492 received via mail on wednesday, 31oct2018: during laparoscopic cholecystectomy, surgeon fired the applied medical epix universal clip applier once. Next time he went to use it, it would not release a clip and was unable to be used. A new clip applier was opened and case continued. No harm to the pt. MFR of equipment notified with equipment to be returned to company. Patient status: no patient injury.